Event description:
During a product demonstration, it was discovered the unit did not provide any voice prompts.

Event description:
During a product demonstration, it was discovered the unit did not provide any voice prompts.